Manufacturer narrative:
One capnograph was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by being powered on; the reported customer complaint was confirmed. Further visual inspection of the device found it to be damaged due to impact. The lcd and connector were both replaced, resulting in a clear lcd with all segments present. The problem source has been determined to be user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the screen of a smiths medical capnocheck monitor is blank. No adverse effects reported.